Event description:
The customer reported to olympus that the gastrointestinal videoscope had an aspiration issue. The device was returned to service where evaluation found foreign material in the nozzle. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, the allegation was confirmed. Also, it was found that foreign debris (a brush like material) were found protruding from the air/water nozzle, due to a damaged nozzle. Additionally, the following events were also identified and are as follows: the light cover glass adhesive was worn. The optical cover glass adhesive was worn. The distal end adhesive was worn. The up/down angulation was out of specification. The air channel volume was blocked. The water flow was out of specification. The water removal was out of specification. The water channel volume was out of specification due to blockage. The electrical safety test failed and was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material protruding from the air/water nozzle appeared to resemble a white brush like material but otherwise could not be identified, a definitive root cause of the issue could not be determined, as there was no device deformation that might result in the retention of foreign mater, and no additional facility device reprocessing information was reported or available, however, the issue was likely the result user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.